Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the user observed a split on the cover of the 8 mm monopolar curved scissors instrument. There was no report of patient involvement or patient injury.